Event description:
(B)(6) USA has received a report of a product compl: trauma / clinical complication only. Material number and lot number are unknown. During the investigation of this complaint, it has been identified that the returned part is not a (B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).